Event description:
Reportedly, the patient was implanted with the subject device on (B)(6) 2025, connected to a linox 65 lead (2011). On (B)(6) 2025, the rv coil continuity is > 3000 ohms. In the device memory, some data are not available and it is displayed: "no data if less than 24h of record". Ble communication issue have also been reported during the implantation on (B)(6) 2025: impossible to activate the svc coil to perform the continuity test, impossible to re-interrogate, impossible to switch to inductive communication. The session was left and the implantable device was re-interrogated with the inductive wand. The ble communication seems to be unstable since the release of the smartview 3.22.

Manufacturer narrative:
The following answer has been provided to the requester (first step) on 7 november 2025: for the first part of the case report: for some data and curves, one full day is needed to display the data and curves. Full day = 00:00 à 23:59. If an interrogation took place on d day, the next interrogation should be on d+2 in order to get the subject data and curves. All other data are available: charge time, impedance, continuity, battery curve, marker chains of the autothresholds. For the second part of the case report: regarding the tablet and its ble communication issue: - was the tablet supporting the smarttouch software set on a metalic table? - was the tablet supporting the smarttouch software horizontal?

Event description:
Reportedly, the patient was implanted with thee subject device on (B)(6) 2025, connected to a linox 65 lead (2011). On (B)(6) 2025, the rv coil continuity is > 3000 ohms. In the device memory, some data are not available and it is displayed: "no data if less than 24 hour of record". Ble communication issue have also been reported during the implantation on (B)(6) 2025: impossible to activate the svc coil to perform the continuity test, impossible to re-interrogate, impossible to switch to inductive communication. The session was left and the implantable device was re-interrogated with the inductive wand. The ble communication seems to be unstable since the release of the smartview 3.22.

Manufacturer narrative:
The review of data provided highlighted that some data were not available and confirmed the reported issue of the bluetooth low energy (ble) communication. 1. Some data were not available, and it was displayed ¿no data if less than 24h of record¿ one full day is necessary for some data and curves to be displayed: 2. Issue of the bluetooth low energy (ble) communication on (B)(6) 2025 the data received are data from (B)(6) 2025. On (B)(6) 2025, the ble communication established at 17:30; it was abruptly stopped at 17:32 and remained extremely erratic after that; at 18:21, the ble was definitively deactivated: when the ble communication is too unstable, the active implantable device experiences authentication timeouts as the tablet tries to reconnect. These timeouts are interpreted as cyberattacks and after 10 timeouts, as per specification, ble is deactivated. This is why the user could not program the ¿svc coil¿ parameter on the talentia dr s/n (B)(6) at 18:41 and could not interrogate the talentia dr s/n (B)(6) at 18:47. The cpr4 telemetry head was disconnected at 18:17 and the ble communication was very unstable, leading the active implantable device to suspect a cyberattack and deactivate ble communication at 18:21. Therefore, for these two reasons, it was impossible to perform any operations on the device after 18:21, or to switch to inductive communication. The most probable hypotheses to explain the reason why the ble connection could not be established are interferences in the environment, or to the tablet being located too far from the active implantable device. No malfunction is suspected on the subject tablet. This case is retained and utilized for trending purposes.